Event description:
Information received indicates the knee function moved unintentionally while the bed was being repaired.

Manufacturer narrative:
The technician found the low contour down connection on the cable to the connector board caused the unintentional movement. Loose connection.